Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, it was revealed that the patient's left ventricular lead failed to capture. X-ray performed confirmed the lead was dislodged. The lead was explanted and replaced. The patient was stable.